Manufacturer narrative:
The customer's report of an under infusion of fentanyl could not be confirmed. Both the pc unit log and the pca log have been overwritten therefore no log review is possible for the date of the reported event. The pca device was received in new condition with no issues noted. It passed all accuracy testing and was found to be infusing within specifications. The root cause of the reported under infusion could not be identified.

Manufacturer narrative:
(B)(4). The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer requested an event log review because a fentanyl pca continuous dose was "at 0 when it should be at 30" and the syringe that had been hung at 0400 was still full at 0800. The patient reported increased pain. Although requested, no additional event information was provided.